Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a fusiform 75mm diameter and 81mm in length abdominal aortic aneurysm and an iliac artery aneurysm. The proximal neck was 26 mm in diameter and 49 mm in length. The left common iliac artery was 42 mm in diameter and the right common iliac artery was 53 mm in diameter. The right internal iliac artery measured 30 mm in diameter and the left internal iliac artery measured 23 mm in diameter. The right external iliac artery measured 8 mm in diameter, and the left external iliac artery is 8 mm in diameter. Neck angle: 10 degree angulation. It was reported that there was thrombosis from the abdominal to both sides of the common iliac artery. The right common iliac artery had an aneurysm which was completely thrombosed, the physician planned to extend down to the external iliac artery. The origin of the left cia also had an aneurysm which was thrombosed. The bifurcated site of the internal iliac artery was 15~20 mm in diameters and it was about 24 mm in diameter to the proximal side including thrombosis. The procedure was performed as planned; however, a type ib endoleak was confirmed on the left distal side. Touch-up was again carried out; however, dsa confirmed that the leak reduced and a minor leak remained. No additional procedure was done and the patient will be monitored. No clinical sequelae were reported. The physician commented that the endoleak from left distal side was expected result. The minor leak would be neutralized with protamine and will resolve.